Event description:
Event description guidant received information that this ventricular lead had an impedance increase from 850 ohms at implant to 1600 ohms bipolar and around 1300 unipolar. Ventricular thresholds are rising very slowly from 1.6 volts to 1.7 volts. Technical services discussed a possible lead problem and it is up to the doctor to make the decision to go in and check out system. One year later, the patient presented to the hospital with loss of capture.